Event description:
It was reported the patient presented for a routine and normal battery change-out. During the procedure it was noted the right ventricular lead had a consistent decrease in r-wave amplitude. The lead was capped and replaced. The patient was stable before, during and after the procedure.